Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
Note: this report pertains to the one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not be deployed despite repeated attempts. The same problem occurred with the second resolution 360 clip. The procedure was completed with the third resolution 360 clip. It was reported that there was abnormally high resistance felt before the handle spool reached the end the stroke of the second clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.